Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and one black particulate matter was observed outside the fluid path, inside the pouch. The reported condition was not verified. Particulate matter in packaging or outside the sterile pathway does not pose a risk to the patient because it is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle inside the homechoice cassette. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.